Event description:
It was reported that during surgery, device was having a pressure issue and difficulty connecting the handle with the hose. There was a patient involved but no impact or harm reported. There was a 15-30 minute delay in the procedure while another device was prepared to complete it. No additional graft required. At evaluation it was noted the device had inconsistent speed issues. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6) g2 foreign: france. Review of the most recent repair record determined the device lacked power; the motor speeds were not stable, the swivel was loose, and the reciprocating arm was worn. The motor, sleeve, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.